Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 818 mg/dl. Troubleshooting was not possible because the insulin pump's buttons were not responding at the time of the phone call.